Manufacturer narrative:
Follow up information was received from the customer on 3/14/2016 stating that after the shutdown the customer charged the pump to 100%. The customer stated the battery had dropped to 50% by the morning time. It was indicated the customer would continue using the pump until the replacement arrived. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. Pump was able to be turned back on after being connected to a power source. The customer's blood glucose level was 207 (mg/dl). The customer administered a bolus via the pump.